Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. Customer was instructed to switch to multiple daily injections for backup insulin therapy, put pump into storage mode, and return it using prepaid label, and technical support arranged replacement pump and advised customer to reprogram pump settings and reconnect cgm on replacement device.